Manufacturer narrative:
(B)(4).

Event description:
Healthcare provider contacted dexcom on 06/24/2016 to report that on (B)(6) 2016, the patient experienced gaps in the data. No additional patient or event information is available. Dexcom g4 platinum continuous glucose monitoring system dexcom g4 platinum continuous glucose monitoring system

Manufacturer narrative:
(B)(4) describe event or problem - correction, report source - correction, correction.

Event description:
Healthcare provider contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced gaps in the data. No additional patient or event information is available.